Event description:
During spinning of blood specimens the centrifuge "exploded", motor broke into 3 parts and flew tk through lab. Blood tubes also exploded sending pt blood throughout lab area. Employee struck by flying motor part and had blood/body fluid exposure.